Event description:
An issue was reported where an altitude 21a alarm occurred. There was no reported impact to the customer's blood glucose level. The customer is awaiting the return of the pump for further examination, and a replacement pump is expected, as the device is being returned.